Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had bolus not delivered alarm. The customer¿s blood glucose level was 269 mg/dl at time of incident. Customer reports that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses were program and delivered. No unexpected bolus stopped alarm noted during testing. Device functioning properly.